Manufacturer narrative:
Getinge became aware of an issue with volista standop surgical light. As it was stated, the handle was torn from the holder when the light was hit or hit against an obstacle. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the device did not meet its specification as the handle should not detach and it contributed to event. There is no information if at the time when the event occurred the device was or was not being used for the patient treatment. It was confirmed that the central holder was replaced during the field action. Based on the information provided by technician in the complaint description, we conclude that the root cause is a misuse due to a collision. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer reference number (B)(4).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
According to the new information received, there is a corrected data in the d5 field: initial reporter. Previous d5: healthcare professional. Corrected d5: other: hospital technical stuff. Additional information will be provided following the conclusion of the investigation.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device was not returned to manufacturer.

Event description:
On 7th december, 2020 getinge became aware of an issue with volista standop surgical light. As it was stated, the handle was torn from the holder when the light was hit or hit against an obstacle. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.